Event description:
The customer reported that they did a manual prime while were connected and had an over infusion of insulin into their body. The customer contacted the paramedics. Instructed to drink orange juice while the paramedics arrive. Later the customer called back and reported that they were hospitalized for low bgs. The customer indicated that they changed the reservoir and the infusion set and tried to manually prime. It was mentioned that the pump pushed half of the reservoir twice. The customer did not see any numbers on display and did not hear the second set of beeps. The customer stated that they did keep the activated key depressed.